Manufacturer narrative:
The reported complaint of the thermogard xp system (serial # (B)(4)) does power-on but blank display was not confirmed during the initial functional testing. The returned thermogard xp system was turn on several times and powered up without any blank screen. The system console performed properly as intended. During visual inspection, no physical damage observed on the returned thermogard ivtm system. Initial functional testing passed all functional tests and it is ready for therapy use.

Event description:
Customer reported that the thermogard xp system (serial # (B)(4)) does power-on and beeps but blank monitor on the display head. No patient involvement.